Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No sticking buttons noted. The insulin pump had a cracked reservoir tube and loose drive support disk.

Event description:
It was reported that the buttons on the insulin pump were sticking, and the up arrow was no longer working. Nothing further was reported.